Manufacturer narrative:
Troubleshooting focused on confirming system integrity and optimizing signal quality. The rn verified there was no blood, discoloration, or debris in the helium tubing and ensured all connections were secure. The alarm was resolved by using the iab fill function when gas loss occurred. Contributing factors likely included frequent suctioning, atrial fibrillation, variable heart rate, and ventilator settings with peep. Monitor review showed semi auto mode with pressure triggering, ECG artifact, arterial waveform artifact, and an irregular pressure detected message. Recommendations included replacing ECG electrodes, applying doppler gel to improve conduction, repositioning electrodes to better capture cardiac signals by placing them closer around the heart, and switching the pump back to auto mode. Chest x ray review suggested verifying catheter placement with the physician due to distal marker position. Continued monitoring and escalation to the physician for placement assessment were advised.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had gas loss in iab circuit and iab migration. There were no patient harm or injury was reported.